Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) failed incoming ventricular measurements. There was no ventricular output pulse due to an out of specification diode. It was also indicated that the case was broken. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.